Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The lesion was concentric, tight and restenotic located in the arteriovenous fistula (avf). The target vessel was mildly tortuous without calcification and had a reference diameter that was 6.0mm. The target lesion length was 25mm and 90% stenosed. The target lesion post-procedure stenosis was 0%. There was a successful re-pta with pcb. The patient had a follow up visit in (B) (6) of 2006. It was reported that the patient had undergone re-pta of the target lesion in (B) (6) of 2005 because of angiographic restenosis of the target lesion. The comment stated, "normal dialysis 3 months after pcb repta."

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis